Event description:
Patient with heartware left ventricular assist device (lvad) therapy for 26 months presents with first episode of bacteremia (B)(6) and new finding of abscess around the lvad measuring 8cm x 3cm. Despite appropriate antibiotic choice, patient remained bacteremic for > 1 week. A sinus tract from the abscess area spontaneously erupted and the continuously drained purulent drainage. Patient was upgraded to 1a (b) for lvad complication and received heart transplant about 2 weeks following upgrade. Surgical findings included large amount of purulent drainage along the outflow graft and the body of the pump.